Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder customer found 2 major leak at the pump body. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: out of 10 systems, 2 had a major leak at the pump body with lots of blood on the tubes and in the pump body. So you get a lot of it everywhere.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 sample for investigation. The returned sample along with 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 5 vacutainer tubes with water, and the indicated failure mode for leakage with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder customer found 2 major leak at the pump body. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: ¿out of 10 systems, 2 had a major leak at the pump body with lots of blood on the tubes and in the pump body. So you get a lot of it everywhere.¿